Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call no delivery alarm on the insulin pump. Customer's blood glucose level was 200 mg/dl. Troubleshooting for the no delivery alarm was performed. Customer believes the device is not delivering insulin properly because their blood glucose is a little high and during a bolus insulin did not come out of the cannula. Customer performed the displacement test and passed. Customer experienced feeling sick, headaches, frequent urination and fatigue. Customer stated the reservoir had many air bubbles. Troubleshooting confirmed the insulin pump is working as designed. Customer was advised to monitor the insulin pump and their blood glucose levels.